Event description:
During the beginning of laser procedure, the laser was fired and effect was observed on first attempt. During the second firing, output was reduced and aiming beam was observed by anesthesiologist off the left side of the o.r. Table. Laser was placed on standby, procedure was paused, laser fiber was inspected by laser operator. Found to be broken. Laser fiber was removed and replaced. Patient was inspected for injuries near the site of the fiber breakage and no apparent injuries were noted by the laser operator, o.r. Nurse, or anesthesiologist. Procedure was then resumed without further incident.